Event description:
Nurse reported that pico dressing came off after patient showered and the patient noticed the skin had breakdown around the perimeter of the dressing where the transparent film strips are located.